Event description:
The customer reported the ventilator ac power cord plug was sparking. The customer reported the ventilator was not in use on a patient therefore there was no patient harm or involvement. The manufacturers service technician verified there was sparking inside the power cord plug when plugged into ac power. The service technician replaced the power cord to address the finding. Applicable final testing was performed and passed to operating specifications. Factory analysis of the ac power cord revealed all 3 posts on the plug were bent indicating user abuse. The findings may result in a loss of ac power to the ventilator during operation. If the ventilator shuts down, an audible power fail alarm will activate.